Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable on 19jun2019, it was reported the patient required additional procedure to replace device. Concomitant medical products received on: 13jun2019. Patient code: 3191 [no code available]- additional procedure required to replace device. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The separated mac-loc hub was returned to cook for investigation. During investigation, the cap was removed and small amount of suture was present, but no flare. All dimensions deemed relevant to the reported failure mode were analyzed and found that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. A search of all lots sold to the reporting customer for the same rpn during the date range 01jan2016 ¿ 31may2019 found six potential lots that could be affected .a review of DHR for the lots found no nonconformances relevant to the reported failure for any lots. No additional devices from any of these lots were available to be pulled from the distribution center for further testing, suggesting that there is no evidence of additional nonconforming product from these lots in house. A software search for complaints reported on the suspected lots found no additional complaints from the field, suggesting that there is no evidence of additional nonconforming product from these lots in the field. Inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. Based on the information provided, the examination of the returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: device is currently restricted for sale in the us. However, prior to restriction this device was considered class 1 - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient for drainage of a liver cyst. Five days after the initial procedure, the hub and the catheter separated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.